Manufacturer narrative:
Concomitant medical products: dtbb2d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing during the patient's ventricular tachycardia episodes and supra ventricular tachycardia (svt)/atrial fibrillation (af) detections. The ra lead remains in use. No patient complications have been reported as a result of this event.